Event description:
The facility representative reported a broken door latch. Information was not provided regarding whether or not the problem occurred during a patient infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative stated that there were no reports of injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA february 22, 2007. Evaluation summary:a baxter service technician evaluated the device and found a broken door at the latch handle. The reported condition of the broken door latch was confirmed. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.